Manufacturer narrative:
MFR received one cryosurgical tip that had become dislodged from the body of the cryosurgical probe. Examination of the returned probe revealed a failed braze joint, where the tip is attached to the body of the probe. Each probe is verified by 1,500 lbs pressure, twice the pressure during use. Failure occurred after repeated use. MFR is taking immediate corrective action.

Event description:
Tip of cryosurgical probe dislodged from the body of the probe. No injuries reported.